Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and deflection test of the returned device were performed following j&j medtech procedures. A visual inspection was performed, and it was observed that the tip was bent. Additionally, the tip has sustained damage, with the braid exposed. The device was deflected and the curve was found out of specifications due to the tip bent condition. Due to the damage with the braid exposed, a follow - up with the customer was performed; however, the customer mentioned that they did not note any damage on the device. A manufacturing record evaluation was performed for the finished device 31141114m number, and no internal actions related to the reported complaint condition were identified. The tip bent condition could be related to the deflection issue reported by the customer; therefore, the customer complaint was confirmed. The damage with the braid exposed observed could be related to the handling and/or shipping after the procedure; however, this cannot be conclusively determined. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified that the tip was bent. Initially, it was reported that during the operation, catheter was unable to deflect or relax completely. There was no damage observed on the tip of the device. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 16-dec-2024, the tip has sustained damage, with the braid exposed. This was assessed as MDR reportable with an awareness date of 16-dec-2024.